Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), pelvic pain ("pelvic pain/ persistent pelvic pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy/ pregnancy (with complications)") and genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida and parity 2 (live births: 05-dec-2006, 13-jul-2009). Concurrent conditions included fibromyalgia and epstein-barr virus infection. In may 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/severe cramping"), infection ("infections nos"), menstrual disorder ("menstrual bleeding"), hormone level abnormal ("hormonal changes describe: low"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction type"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), depression ("depression"), post-traumatic stress disorder ("ptsd"), epstein-barr virus infection ("cebv"), fibromyalgia ("fibromyalgia"), rash ("rashes or skin conditions type"), skin disorder ("rashes or skin conditions type"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), polycystic ovaries ("pcos"), tachycardia ("tachycardia"), nausea ("nausea"), transient ischaemic attack ("tia"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision/eye problems"), fatigue ("fatigue"), weight increased ("weight gain"), weight decreased ("weight loss") and seizure ("seizures"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (partial hysterectomy due to complications from the essure) and surgery (to remove one or more of essure coils). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, abdominal pain, vulvovaginal pain, infection, menstrual disorder, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, depression, post-traumatic stress disorder, epstein-barr virus infection, fibromyalgia, rash, skin disorder, bladder disorder, urinary tract disorder, migraine, headache, polycystic ovaries, tachycardia, nausea, transient ischaemic attack, allergy to metals, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight increased, weight decreased and seizure outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, epstein-barr virus infection, fatigue, fibromyalgia, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, polycystic ovaries, post-traumatic stress disorder, rash, seizure, skin disorder, tachycardia, transient ischaemic attack, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in august 2010: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information updated. Essure removal date 31-jul-2013 was added. Essure start date updated from 01-jul-2010 to may-2010. Events abnormal bleeding (general), pregnancy (with complications) were clubbed with previously reported events. Events allergy to metals, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, epstein-barr virus infection, fatigue, fibromyalgia, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, polycystic ovaries, post-traumatic stress disorder, rash, seizure, skin disorder, tachycardia, transient ischaemic attack, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ persistent pelvic pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy/ pregnancy (with complications)") and genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") in a 30-year-old female patient who had essure (batch no. 709955) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device dislocation "migration of the device" (seriousness criteria medically significant and intervention required) and device ineffective "device ineffective". The patient's medical history included multi gravida, parity 2 (live births: (B)(6) 2006, (B)(6) 2009), transient ischemic attack, ankle operation, c-section and cholecystectomy. Patient denies fever and chills. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included fibromyalgia, epstein-barr virus infection, menorrhagia, ovarian cyst, pelvic abscess, neck pain, vomiting, low back pain, myalgia, trauma, post-traumatic stress disorder, sinus tachycardia, irritable bowel syndrome, recurrent urinary tract infection, gastroesophageal reflux disease, post procedural bleeding and obesity. Concomitant products included celecoxib (celebrex), duloxetine hydrochloride (cymbalta), eletriptan hydrobromide (relpax), gabapentin, hydroxyzine hydrochloride (hydroxyzine hcl), linaclotide (linzess), omeprazole, pregabalin (lyrica), propranolol and topiramate (topamax). In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced transient ischaemic attack ("tia /traumatic ischemic attack"). On (B)(6) 2012, the patient experienced seizure ("seizures"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/severe cramping"), infection ("infections nos"), menstrual disorder ("menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction type"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), depression ("depression"), post-traumatic stress disorder ("ptsd"), epstein-barr virus infection ("cebv"), fibromyalgia ("fibromyalgia"), rash ("rashes or skin conditions type"), skin disorder ("rashes or skin conditions type"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), polycystic ovaries ("pcos"), tachycardia ("tachycardia"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision/eye problems"), fatigue ("fatigue"), dermatitis allergic ("allergic skin"), blindness ("vision loss") and urticaria ("rashes or skin conditions type: hives"), was found to have hormone level abnormal ("hormonal changes describe: low"), weight increased ("weight gain") and weight decreased ("weight loss") and underwent amblyopia therapy ("vision/eye problems type: amblyopia correction"). The patient was treated with surgery (robot assisted hysterectomy and ovarian cystectomy and partial hysterectomy due to complications from the essure). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain had not resolved and the ectopic pregnancy with contraceptive device, genital haemorrhage, abdominal pain, vulvovaginal pain, infection, menstrual disorder, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, depression, post-traumatic stress disorder, epstein-barr virus infection, fibromyalgia, rash, skin disorder, bladder disorder, urinary tract disorder, migraine, headache, polycystic ovaries, tachycardia, nausea, transient ischaemic attack, allergy to metals, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight increased, weight decreased, seizure, dermatitis allergic, amblyopia therapy, blindness and urticaria outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, allergy to metals, amblyopia therapy, bladder disorder, blindness, cystitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, epstein-barr virus infection, fatigue, fibromyalgia, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, polycystic ovaries, post-traumatic stress disorder, rash, seizure, skin disorder, tachycardia, transient ischaemic attack, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 92 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: results: essure device was successfully occluded; on (B)(6) 2010: results: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2010: results: negative. In (B)(6) 2010, plaintiff has an hsg test done which confirmed that the essure device was successfully occluded. Date of result: (B)(6) 2010 healthcare provider communication: normal hsg. Micro were placed well and date of communication: concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dyspareunia, pcos, pelvic pain, urinary tract infection, vaginal discharge, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2019: pfs received. Added event rashes or skin conditions type: hives. Updated onset date of event. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), pelvic pain ("pelvic pain/ persistent pelvic pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy/ pregnancy (with complications)") and genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida and parity 2 (live births: (B)(6) 2006, (B)(6) 2009). Concurrent conditions included fibromyalgia and epstein-barr virus infection. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/severe cramping"), infection ("infections nos"), menstrual disorder ("menstrual bleeding"), hormone level abnormal ("hormonal changes describe: low"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction type"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), depression ("depression"), post-traumatic stress disorder ("ptsd"), epstein-barr virus infection ("cebv"), fibromyalgia ("fibromyalgia"), rash ("rashes or skin conditions type"), skin disorder ("rashes or skin conditions type"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), polycystic ovaries ("pcos"), tachycardia ("tachycardia"), nausea ("nausea"), transient ischaemic attack ("tia"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision/eye problems"), fatigue ("fatigue"), weight increased ("weight gain"), weight decreased ("weight loss") and seizure ("seizures"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (partial hysterectomy due to complications from the essure) and surgery (to remove one or more of essure coils). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, abdominal pain, vulvovaginal pain, infection, menstrual disorder, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, depression, post-traumatic stress disorder, epstein-barr virus infection, fibromyalgia, rash, skin disorder, bladder disorder, urinary tract disorder, migraine, headache, polycystic ovaries, tachycardia, nausea, transient ischaemic attack, allergy to metals, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight increased, weight decreased and seizure outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, epstein-barr virus infection, fatigue, fibromyalgia, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, polycystic ovaries, post-traumatic stress disorder, rash, seizure, skin disorder, tachycardia, transient ischaemic attack, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information updated. Essure removal date (B)(6) 2013 was added. Essure start date updated from (B)(6) 2010. Events abnormal bleeding (general), pregnancy (with complications) were clubbed with previously reported events. Events allergy to metals, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, epstein-barr virus infection, fatigue, fibromyalgia, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, polycystic ovaries, post-traumatic stress disorder, rash, seizure, skin disorder, tachycardia, transient ischaemic attack, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), pelvic pain ("pelvic pain/ persistent pelvic pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy/ pregnancy (with complications)") and genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") in a 32-year-old female patient who had essure (batch no. 709955) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida, parity 2 (live births: (B)(6) 2006, (B)(6) 2009) and transient ischemic attack. Patient denies fever and chills. Concurrent conditions included fibromyalgia, epstein-barr virus infection, menorrhagia, ovarian cyst, pelvic abscess, neck pain, vomiting, low back pain, myalgia, trauma, post-traumatic stress disorder, sinus tachycardia, irritable bowel syndrome, recurrent urinary tract infection, gastroesophageal reflux disease and post procedural bleeding. Concomitant products included duloxetine hydrochloride (cymbalta), pregabalin (lyrica), propranolol and topiramate (topamax). In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/severe cramping"), infection ("infections nos"), menstrual disorder ("menstrual bleeding"), hormone level abnormal ("hormonal changes describe: low"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction type"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), depression ("depression"), post-traumatic stress disorder ("ptsd"), epstein-barr virus infection ("cebv"), fibromyalgia ("fibromyalgia"), rash ("rashes or skin conditions type"), skin disorder ("rashes or skin conditions type"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), polycystic ovaries ("pcos"), tachycardia ("tachycardia"), nausea ("nausea"), transient ischaemic attack ("tia"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision/eye problems"), fatigue ("fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), seizure ("seizures"), dermatitis allergic ("allergic skin"), amblyopia therapy ("amblyopia correction") and blindness ("vision loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (robot assisted hysterectomy and ovarian cystectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, abdominal pain, vulvovaginal pain, infection, menstrual disorder, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, depression, post-traumatic stress disorder, epstein-barr virus infection, fibromyalgia, rash, skin disorder, bladder disorder, urinary tract disorder, migraine, headache, polycystic ovaries, tachycardia, nausea, transient ischaemic attack, allergy to metals, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight increased, weight decreased, seizure, dermatitis allergic, amblyopia therapy and blindness outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal pain, allergy to metals, amblyopia therapy, bladder disorder, blindness, cystitis, depression, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, epstein-barr virus infection, fatigue, fibromyalgia, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, polycystic ovaries, post-traumatic stress disorder, rash, seizure, skin disorder, tachycardia, transient ischaemic attack, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 240 kgs. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; in (B)(6) 2010: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device'), pelvic pain ('pelvic pain/ persistent pelvic pain'), ectopic pregnancy with contraceptive device ('ectopic pregnancy/ pregnancy (with complications)/stillbirth/miscarriage') and genital haemorrhage ('heavy abnormal bleeding/ abnormal bleeding (general)') in a 30-year-old female patient who had essure (batch no. 709955) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida, parity 2 (live births: (B)(6) 2006, (B)(6) 2009), transient ischemic attack, ankle operation, c-section and cholecystectomy. Patient denies fever and chills. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included fibromyalgia, epstein-barr virus infection, menorrhagia, ovarian cyst, pelvic abscess, neck pain, vomiting, low back pain, myalgia, trauma, post-traumatic stress disorder, sinus tachycardia, irritable bowel syndrome, recurrent urinary tract infection, gastroesophageal reflux disease, post procedural bleeding and obesity. Concomitant products included celecoxib (celebrex), duloxetine hydrochloride (cymbalta), eletriptan hydrobromide (relpax), gabapentin, hydroxyzine hydrochloride (hydroxyzine hcl), linaclotide (linzess), omeprazole, pregabalin (lyrica), propranolol and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, the patient experienced transient ischaemic attack ("tia /traumatic ischemic attack"), 2 years 3 months after insertion of essure. On (B)(6) 2012, the patient experienced seizure ("seizures"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/severe cramping"), infection ("infections nos"), menstrual disorder ("menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction type"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), depression ("depression"), post-traumatic stress disorder ("ptsd"), epstein-barr virus infection ("cebv"), fibromyalgia ("fibromyalgia"), rash ("rashes or skin conditions type"), skin disorder ("rashes or skin conditions type"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), polycystic ovaries ("pcos"), tachycardia ("tachycardia"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision/eye problems"), fatigue ("fatigue"), dermatitis allergic ("allergic skin"), blindness ("vision loss") and urticaria ("rashes or skin conditions type: hives"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), was found to have hormone level abnormal ("hormonal changes describe: low"), weight increased ("weight gain") and weight decreased ("weight loss") and underwent amblyopia therapy ("vision/eye problems type: amblyopia correction"). The patient was treated with surgery (robot assisted hysterectomy and ovarian cystectomy and partial hysterectomy due to complications from the essure). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, abdominal pain, vulvovaginal pain, infection, menstrual disorder, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, depression, post-traumatic stress disorder, epstein-barr virus infection, fibromyalgia, rash, skin disorder, bladder disorder, urinary tract disorder, migraine, headache, polycystic ovaries, tachycardia, nausea, transient ischaemic attack, allergy to metals, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight increased, weight decreased, seizure, dermatitis allergic, amblyopia therapy, blindness and urticaria outcome was unknown and the pelvic pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, allergy to metals, amblyopia therapy, bladder disorder, blindness, cystitis, depression, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, epstein-barr virus infection, fatigue, fibromyalgia, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, polycystic ovaries, post-traumatic stress disorder, rash, seizure, skin disorder, tachycardia, transient ischaemic attack, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 92 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: results: essure device was successfully occluded; on (B)(6) 2010: results: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2010: results: negative. In (B)(6) 2010, plaintiff has an hsg test done which confirmed that the essure device was successfully occluded. Date of result: (B)(6) 2010 healthcare provider communication: normal hsg. Micro were placed well and date of communication: concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dyspareunia, pcos, pelvic pain, urinary tract infection, vaginal discharge, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: all source documents and references from deletion case (B)(4) were transferred in this case. Reporter added, patient details updated, event stillbirth/miscarriage is clubbed with event ectopic pregnancy. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (to remove one or more of essure coils.). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), pelvic pain ("pelvic pain/ persistent pelvic pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/severe cramping"), vulvovaginal pain ("vaginal pain"), infection ("infections nos") and menstrual disorder ("menstrual bleeding"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (partial hysterectomy due to complications from the essure) and surgery (to remove one or more of essure coils). At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, abdominal pain, vulvovaginal pain, infection and menstrual disorder outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal pain, device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, infection, menstrual disorder, pelvic pain and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 30-nov-2017: event infections, menstrual bleeding, persistent pelvic pain, an ectopic pregnancy, and migration of the device was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.